Event description:
It was reported that the catheter was inserted in 2008. The following month, the catheter was accidentally removed by the pt. A 10cm came out, but the other 42 cm was left in the pt. The rest of the catheter was removed in the same month.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review showed no other similar product complaint file(s) from this lot.